Event description:
Customer reported that he had high blood glucose of 537 mg/dl and the insulin pump was not working correctly, the drive support cap comes out during rewind. Customer stated that her insulin pump drive support cap is protruded. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unit was monitored in over for several days and no alarms noted. Unit had messing end cap sticker, cracked case at display window corners, reservoir tube lip, display window and scratched display window.